Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior minimally invasive spinal surgery. It was reported that the extender popped off of the pedicle screw. The surgery had to change from minimally invasive to an open procedure. No additional patient complications were reported.